Event description:
The patient underwent removal of his left testicle due to left testicular tumor. The patient had a prosthesis placed at time of removal (device in question). Surgeon was notified postoperatively that the implanted prosthesis had failed and had deflated. The exact timeline of the failure is unknown, but it is believed failure occurred within 1 week of implant.